Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause maybe a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. G1 MDR reporting contact name and address and phone number

Event description:
It was reported that during npwt utilizing a renasys go and 300ml canister, the dressing did not compressed at all, so nothing reached to the canister. The treatment was continued with a back-up canister.